Event description:
It was reported ongoing issues with insulin dosage. Resulting in the customer going to the emergency room multiple times. The customer declined assistance from tandem technical support regarding the issue. No additional patient or event information was available.